Event description:
Philips received a complaint by the customer on the v60 indicating that the device was getting error code 1104 back up alarm failed message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed while device was in use, it was giving a backup alarm failed error message. No harm reported to patient. The rse informed the customer to check event log, look for error code 1104, backup alarm failure. The rse informed the customer of the manufacturer repair recommendation and provided the customer with part ids for a replacement motor controller (mc) printed circuit board assembly (pcba) and central processing unit (cpu) pcba. The customer called back into technical support and informed that he has verified a code 1104 was logged in the event log. There were no other check vent codes logged. The customer stated that the unit did pass the power fail test. The rse advised to replace the cpu pcba. The rse discussed part replacement to include reprogramming the operating hours and serial number then to call back to get encryption codes to re-enable the software options. This investigation is ongoing.

Manufacturer narrative:
The customer informed the rse that he received the replacement cpu and wants to review what programming needs to be done after installation. Provided manual reference and discuss reprogramming the unit's serial number and total operating hours using tera term software. The rse provided encryption codes to reenable avaps, cflex and ramp software options. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.